Manufacturer narrative:
(B)(4). Sample is available for evaluation. An evaluation will be performed on the provided lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) cannot be confirmed due to no use error described by the patient, the sample evaluation did not repeat the issue, batch review showed no manufacturing issues and an event log was not reviewed by a baxter employee. The source of the air is undetermined. Batch review results were acceptable for the lot number h11d25121.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with ending therapy during the initial drain on the homechoice machine(hc). The home patient (hp) stated there is air in the patient line and she is connected. The technical service representative (tsr) assisted the hp to end therapy in order to restart with new supplies. The hp was contacted on (B)(6) 2011. The hp stated they did not develop any adverse reactions or require any medical intervention. The hp stated they are currently performing therapy without any complications. The hp stated this has occurred in the past. There was patient involvement; however, there was no injury or medical intervention reported.